Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the preparation for procedure, the device capacitor maintenance revealed charge time issue. The device was replaced and sent for analysis.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and found to be normal. The root cause of the extended charge time remains undetermined.